Event description:
It was observed that during the device evaluation, the colono videoscope exhibited an e315(scope error) and foreign objects in the jet tube, on the plastic distal end cover, and on the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.